Manufacturer narrative:
Evaluation of the returned pump cartridge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl). Customer reports that they programmed a bolus yesterday evening for their dinner meal and did not end up eating the entire meal. Customer ingested carbohydrates to stabilize bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.